Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the battery went out in the implant. They had one jump start done to the battery. Then 6-8 months later, they did it again and tried to jump start it but it didn't work. It was reported that it did nothing, it wouldn't charge, and nothing moves. The patient needed a doctor to help them. No symptoms were reported. There was a report that the patient moved and they couldn't find a physician. Relevant medical history includes myofacial pain syndrome and spinal pain. Additional information received from the patient reported that they hadn¿t notified their managing physician about the device issue as there weren¿t any close to them. The patient stated that they weren¿t sure what circumstances led to the battery issue, and that it hadn¿t been resolved yet.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.